Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (overvoltage set faults) has been confirmed. The monitor malfunction was caused by a combination of defective components. The monitor's computer/analog pca board had defective components c1, u1, l1, l2 and d1 and as a result, the converter was unable to charge. The cause of the failure was isolated to a defective low equivalent series resistance capacitor (component c1). The failure of c1 caused collateral damage to the other c/a board components (u1, l1, l2 and d1). The root cause of the malfunction cannot be positively identified but may have been random component failure of c1. No adverse event resulted from the defective component. The pt rec'd a replacement monitor.

Event description:
Upon review of a (B)(6) female pt's download, zoll lifecor customer support service discovered "overvoltage set" faults in the data. Support contacted the pt about retrieving the suspect monitor. The pt rec'd a replacement monitor.